Manufacturer narrative:
(B)(4) final report. Additional information, including x-rays, operative notes, primary usage and an update on the patient was requested in order to progress with the investigation of this event, however this information was not provided. The appropriate device details for the parts revised were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The periprosthetic fracture of the femur occurred due to the patient falling post-op and thus no further investigation is required. This case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Minihip / trinity revision of the stem and head after 15 days due to a periprosthetic fracture subsequent to the patient falling 6 times post-op.

Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays, operative notes, primary usage and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details for the parts revised were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Minihip / trinity revision of the stem and head after 15 days due to a periprosthetic fracture subsequent to the patient falling 6 times post-op.